Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) -user used the wrong strip. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 23 and 24 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 115 mg/dl. Customer also stated meter read 45 mg/dl fasting and he had drank orange juice and then his blood glucose result was 343 mg/dl non-fasting. Customer is not concerned with the high readings and believes he probably drank too much orange juice. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the home office. The test strip lot manufacturer's expiration date is 10/18/2017 and open vial date at time of call is one month. Customer was using incorrect and expired test strips with meter lot mt1736 is a truemetrix test strip lot number and not for use with trueresult meter. The meter memory was reviewed for previous test result history: result 1 :343mg/dl date: (B)(6) 2018 time:10:38am fasting. Result 2 :356mg/dl date: (B)(6) 2017 time:12:39pm fasting. Result 3 :23mg/dl date: (B)(6) 2018 time:12:31pm fasting. Result 4 :24mg/dl date: (B)(6) 20time:12:00pm fasting. Result 5 :94mg/dl date: (B)(6) 2018 time:12:36am fasting. Customer is concerned with low readings and not concerned with high readings.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-101-user used the wrong strip. (B)(4). Note: manufacturer contacted customer on 2/21/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 23 and 24 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 115 mg/dl. Customer also stated meter read 45 mg/dl fasting and he had drank orange juice and then his blood glucose result was 343 mg/dl non-fasting. Customer is not concerned with the high readings and believes he probably drank too much orange juice. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the home office. The test strip lot manufacturer's expiration date is 10/18/2017 and open vial date at time of call is one month. Customer was using incorrect and expired test strips with meter lot mt1736 is a truemetrix test strip lot number and not for use with trueresult meter. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with low readings and not concerned with high readings.